Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 20mar2020. An investigation was conducted on 22may 2020. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. Only the connector piece from the hp2 device was attached to the hp2 extension cable. The connector from hp2 device was removed from the hp2 cable with extensive force. The hp2 extension cable connectors and collars on both ends were observed to be intact. No visual defects were observed. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the evaluation, the reported failure "connection issue" was confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable, they were taking the instrumentation apart but could not separate the ext cable from the hpii device. The hospital did not report any patient effects.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable, they were taking the instrumentation apart but could not separate the ext cable from the hpii device. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable, they were taking the instrumentation apart but could not separate the ext cable from the hpii device. The hospital did not report any patient effects.